Event description:
The facility reported the device for service with a report of depleted battery. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hosp rep stated they have no info regarding any pt injury or medical intervention. No add'l contact info was available.